Manufacturer narrative:
Bayer case number:(B)(4). Perforation of the uterus or other structure [perforation of uterus] device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] hair loss [hair loss] changes in weight [weight fluctuation] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure"), pelvic pain ("pain, including chronic pain") and device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") in a 37 year-old female patient who had essure inserted (lot no. He011x6, he011d6) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of heavy periods and vaginal bleeding. Previously administered products included: mirena, tranexamic acid and minerva. Concurrent conditions were listed as dizziness, essential hypertension, tiredness, sleep apnea, depression, itchy skin, alopecia, abdominal discomfort, painful urination, alopecia, numbness, carpal tunnel syndrome, tingling, itching, ovarian pain, abdominal distension, mood swings, bloating and weight gain. Concomitant products included nitrofurantoin, aspirin (acetylsalicylic acid, acetylsalicylic acid) and codeine (codeine phosphate). On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), alopecia ("hair loss") and weight fluctuation ("changes in weight"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy and to essure remove). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] (date unknown): essure devices inserted easily. 3 coils each sides [ultrasound pelvis] on (B)(6) 2021: ultrasound findings: anteverted uterus which appears normal in size, outline and echotexture. Normal appearance of the endometrial echo, there is evidence of previous sterilization procedure. Normal appearance of both ovaries. No adnexal masses, cysts or free fluid seen. Both kidneys are of normal size and appearance. Conclusion: no ovarian pathology demonstrated. No cause for symptoms is identified. [Ultrasound scan] on (B)(6) 2016: result: the anteverted uterus is normal in size and texture. Iud in situ. The iud appears to low within the uterine cavity. Both ovaries and adnexae appear normal. Conclusion: iud appears to be incorrectly sited and low within the uterine cavity.; on (B)(6) 2017: ultrasound scan performed to check your fallopian tubes. Pleased to confirm that both your fallopian tubes are blocked. Batch no. He011x6, production date:2016-03-15, expiration date:2019-03-28. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. Lot number added. Lab data added. New events weight fluctuation & hair loss added. Concomitant drugs were added. Medical history & historical drugs were added. New reporters were added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure"), pelvic pain ("pain, including chronic pain") and device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") in a 37 year-old female patient who had essure inserted (lot no. He011x6) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure and to essure remove). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 21-may-2024: new lot number he011x6 added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [perforation of uterus] device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] hair loss [hair loss] changes in weight [weight fluctuation]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure"), pelvic pain ("pain, including chronic pain") and device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") in a 37 year-old female patient who had essure inserted (lot no. He011x6, he011d6) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of heavy periods and vaginal bleeding. Previously administered products included: mirena, tranexamic acid and minerva. Concurrent conditions were listed as dizziness, essential hypertension, tiredness, sleep apnea, depression, itchy skin, alopecia, abdominal discomfort, painful urination, alopecia, numbness, carpal tunnel syndrome, tingling, itching, ovarian pain, abdominal distension, mood swings, bloating and weight gain. The only concomitant product mentioned was nitrofurantoin. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), alopecia ("hair loss") and weight fluctuation ("changes in weight"). The patient was treated with codeine (codeine phosphate) and aspirin (acetylsalicylic acid, acetylsalicylic acid) as well as surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy and to essure remove). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] (date unknown): essure devices inserted easily. 3 coils each sides [ultrasound pelvis] on (B)(6) 2021: ultrasound findings: anteverted uterus which appears normal in size, outline and echotexture. Normal appearance of the endometrial echo, there is evidence of previous sterilization procedure. Normal appearance of both ovaries. No adnexal masses, cysts or free fluid seen. Both kidneys are of normal size and appearance. Conclusion: no ovarian pathology demonstrated. No cause for symptoms is identified. [Ultrasound scan] on (B)(6) 2016: result: the anteverted uterus is normal in size and texture. Iud in situ. The iud appears to low within the uterine cavity. Both ovaries and adnexae appear normal. Conclusion: iud appears to be incorrectly sited and low within the uterine cavity.; on (B)(6) 2017: ultrasound scan performed to check your fallopian tubes. Pleased to confirm that both your fallopian tubes are blocked batch no. He011x6, production date:2016-03-15, expiration date:2019-03-28. Batch no. He011d6, production date:2015-10-28, expiration date:2018-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-oct-2024: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure"), pelvic pain ("pain, including chronic pain") and device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") in a 37 year-old female patient who had essure inserted (lot no. He011x6) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure and to essure remove). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Batch no.: he011x6. Production date: 2016-03-15. Expiration date: 2019-03-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and perforation ("perforation of the uterus or other structure") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure"), pelvic pain ("pain, including chronic pain") and device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure and to essure remove). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.